Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information for clarification was provided on (B)(6)2024. It was reported that the doctor was unable to remove the sensor wire from the patient's skin. After surgery, the patietn experienced a fever and went back to the emergency room. This time, the patient was prescribed antibiotics. The patient was waiting to see if a new surgery would take place to remove the sensor wire that was still in their skin. No additional patient or event information is available

Manufacturer narrative:
Cmpl (B)(4)

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the patient did not report any symptoms but went to the emergency room to have the detached sensor wire that was in his arm removed. At the hospital an incision was made in the arm, and the patient needed 5 stitches to close the wound. At the time of the report the patient stated that the sensor wire was still in the patient´s arm. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4).